Event description:
Meter name: profile, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: none. Their meter allegedly had missing segments. The result on their meter was unable to test. Treatment was none. No further information has been reported.